Manufacturer narrative:
(B)(4). The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and a rapid decrease in longevity was observed. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported the device had premature battery depletion. It was explanted and replaced. The patient was fine.